Manufacturer narrative:
The reason for the revision was not provided during the investigation of this complaint. No report - e2004009.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced. A new tactra device was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced. A new tactra device was implanted. No information about the patient outcome is available at the moment.